Event description:
Cotton still in vagina [foreign body in reproductive tract] . Tampon did not have a string and a chunk of cotton was missing [device physical property issue]. Tampon difficult to remove [complication of device removal]. Case narrative: consumer reported via email that the tampon didn't have a string and a chunk of cotton was missing. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton still in vagina [foreign body in reproductive tract]. Tampon did not have a string and a chunk of cotton was missing [device physical property issue]. Tampon difficult to remove [complication of device removal]. Case narrative: consumer reported via email that the tampon didn't have a string and a chunk of cotton was missing. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on november 7, 2022.

Event description:
Cotton still in vagina [foreign body in reproductive tract. Tampon did not have a string and a chunk of cotton was missing. [Device physical property issue]. Tampon difficult to remove [complication of device removal]. Case narrative: consumer reported via email that the tampon didn't have a string and a chunk of cotton was missing. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.